Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 1 of 7 mdrs filed for the same event (reference 1825034-2013-00197 / 00203).

Event description:
It was reported patient underwent bilateral total hip arthroplasty procedures and subsequently reports elevated metal ion levels and the alleged need for a revision. Review of invoice history confirms total hip arthroplasty procedures occurred on (B)(6) 2002 and (B)(6) 2003. It is unknown whether a revision procedure has occurred. No further information has been provided to date.